Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 20 applications with the catheter, it stopped to deliver energy and they got an error message e92 "clean electrode press reset". They tried to clean the electrode and did a reset with the generator a few times but it did not solve the problem. The procedure was gastric antral vascular ectasia and the patient came with chronic bleeding from the stomach. The procedure was aborted and a repeat procedure will be needed scheduled on another day. There was no patient and user harm.